Manufacturer narrative:
G4: 05feb2021. B4: 25feb2021. H11: g5:k102985. H10: multiple attempts have been made to contact customer for diagnostic report regarding the reported issue. The customer reported that there was a capsule connector connected to the 25 pin connector and they were not using the v60 test cable at the time. The customer was advised to power on with the cable connected and the unit started. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15sep2020.

Event description:
The customer contacted technical support (ts) stating that the unit screen was blank when powered on, backup alarm was sounding, and alarm led was flashing. The customer reported there was no patient involvement. The customer evaluated the unit and could not duplicate the reported issue. The customer performed a full performance verification testing and unit passed. The unit was returned to service.